Event description:
It was reported that the device alert error message was seen on the ventilator monitor. The alarm sounded continuously and the ventilator stopped working. The pt was manually ventilated and transferred to a second ventilator. No permanent pt injury was reported. Later, the distributor found that there was residual moisture in machine 1 pressure rezero solenoid sol150p and the solenoid was not activated. Reportedly, the solenoid issue caused the reported product problem. The solenoid was repaired and the ventilator is working normally.

Manufacturer narrative:
(B)(4).